Event description:
I am a licensed optometrist in the state of (B)(6) who uses a product called the icare tonometer as a glaucoma screening tool in my office. I have become aware of info that I feel should be made known to more people than myself. I use this instrument to determine if a person's intraocular pressure is within normal limits. If, in fact, these probes are not the FDA approved probes, then the values I am relying on are not accurate. If this is true, then the possibility exists that I would miss an early glaucoma or ocular hypertensive pt. This invites a bevy of problems not including harm to the pt, malpractice implications, incorrect decisions on pt care, and loss of investment in the tonometer itself. Included is a copy of all evidence I have obtained indicating these probes are not the original probes as approved by the FDA. If these are also being utilized by other doctors, this error is being compounded. I include my name, phone number, and copies of all my documents. You do with this information as you see fit, for now, I will use my supply of original probes, then stop use of the instrument as I feel I have no other choice. The end users of this product were not made aware of this substitution, as I doubt you were, and therein lies the problem.